Event description:
Pt called lfs in regards to their test strips being off center. Pt's test strips were from lot (g190477a) that lifescan is recalling. Pt had symptoms of feeling shaky, hot and nervous. Pt tested their bg and obtained a 61mg/dl. Pt ate food and/or drank beverage. Pt did not seek medical attention or call their md. Customer service replaced subject lot for pt.